Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the iabp and no problem found was found. The iabp was rebooted several times. The fse checked the unit with a trainer and intra-aortic balloon (iab) connected and the unit worked fine. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) alarmed for maintenance required code #1. There was no patient involvement.